Event description:
It was reported that during implant procedure, stylet was stuck inside patient's new implanted left ventricular (lv) lead. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of stylet stuck in lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece with the coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The cause of the reported events was isolated to the bunching of the stylet coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out through the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.